Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including two leads implanted in the occipital region (off-label location) on (B)(6) 2010. It was reported that one of the leads was explanted due to skin erosion. F/u on the pt found that she is receiving effective stimulation with the remaining lead. No further complications were reported.